Manufacturer narrative:
Concomitant medical products:other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 22-nov-2023, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 2 millimeter (mm) on the non-coronary cusp (ncc) and 1mm on the left coronary cusp (lcc). As the delivery catheter system (dcs) was withdrawn, the nose cone appeared to catch on the valve paddle, resulting in the valve dislodging into the sinus of valsalva (sov). Severe aortic insufficiency and atrial fibrillation were observed. The patient was reported to be not breathing well, and was subsequently intubated. A second valve was implanted at 2mm on the ncc and 4mm on the lcc. The patient¿s condition was reported to be improving. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated section h.10 method code additional information was received that it was unknown what the cause of death was and if the valve contributed to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID evproplus-26us serial/lot (B)(6), use by date 2023.11.22, UDI (B)(4). Additional information was receive which reported that approximately one month post valve procedure, a transthoracic echocardiogram (tte) was performed which indicated that the valves were functioning. The patient had been placed on a zio patch at discharge due to unspecified conduction disturbances. The zio patch reported atrial fibrillation (afib) as well as bradycardia. No further treatment was reported for the conduction disturbances. Approximately two month post valve implant, the patient presented to the emergency room with chest pain. The patient was taken to the cardiac catherization lab. The physician reported that the left main coronary artery was occluded. The physician was unable to cannulate the left main coronary artery due to the placement of the medtronic transcatheter valves. It was reported that the patient went into cardiac arrest several times in the cardiac catherization lab. The patient was placed on extracorporeal membrane oxygenation (ECMO). The surgeon evaluated the patient for potential surgery. At an unknown time frame, surgery was performed. It was reported that the patient was unable to tolerate the surgery. The patient died 68 days following the valve implant. The cause of death was not reported. Updated b2. Updated date of death. Updated b5. Updated d10. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Additional information was received that two months, two days following the valve implant procedure, the surgical procedure was performed. The two medtronic valves were explanted and replaced with a surgical valve. Following the surgical procedure, the patient was unable to be removed from ECMO. The patient's family requested comfort care and the patient died five days later. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was discarded by the customer and as such no analysis could be performed. Procedural images provided showed a dislodged valve, however, the mechanism of dislodgement was not captured. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution the event indicated after the valve was implanted, the tip of the dcs caught on the valve during removal causing it to dislodge. Dislodgement of the valve by the distal tip is related to operator technique or experience. The evolut pro+ instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. With the available information, the root cause of the dislodgement could not be confirmed. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Death is a known potential adverse patient effect per the evolut system IFU. As the patient death occurred 68 days following the valve implant, the relationship to the dcs could not be established. The device history record was reviewed of the valve and showed that the initial valve met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the provided information, the conclusive cause of the ar could not be determined. In this case, the valve dislodged due to the dcs nose cone which appeared to catch on the valve paddle during withdrawn, which led to the ar. Dislodge events are typically not related to a device malfunction. A second valve was successfully implanted. Post implant atrial fibrillation (afib) and bradycardia were identified. Atrial fibrillation is generally a result of known potential adverse effects per device IFU, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based. Conduction disturbances, such as bradycardia are known potential adverse effects per the device IFU as well. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. A conclusive cause could not be determined with the information available. In this case, no treatment was reported. Approximately two month post valve implant, the physician reported that the left main coronary artery was occluded and was unable to cannulate the left main coronary artery due to the placement of the medtronic transcatheter valves. Then both valves were explanted and replaced with a surgical valve. A video and a static image were provided for review. The static image showed the first, initial valve and showed a dislodged valve. The video showed the two medtronic bioprosthetic valves. A patient summary and catheterization images were not provided. With the information available, assessment of the alleged coronary re-access issue could not be performed. Per the IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). With the information provided and the image review, a conclusive root cause of t he coronary occlusion could not be determined. Subsequently, the patient died. The cause of death was not provided. No autopsy information was reported. A detailed assessment of the relationship between the events and the device could not be reached. A procedure-related or valve-related death is an inherent risk when the patient condition is such that a prosthetic aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. Updated data: a1, h6 method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.